Manufacturer narrative:
Qn #: (B)(4).

Event description:
The customer alleges that the device did not pass the leak test on the evita ventilator. The leaking occurred where the two halves are joined. The alleged issue was detected during pre-testing.

Manufacturer narrative:
(B)(4). The sales rep originally reported the incorrect product code on the complaint form, thus, the product code that was submitted on the initial MDR was incorrect. The MFR report# reported on the initial MDR, submitted on 11/28/2016, and the follow-up report, submitted on 01/03/2017, has changed as well. The updated product code is manufactured by a different site than what was originally reported, thus the MDR number has changed. Corrected data: MFR report# corrected from 3004365956-2016-00428 to 8040412-2017-00049. Section d.1.-the brand name corrected to hudson humid-flo hme. Section d.2.-common device name corrected to condenser, heat and moisture. Section 2b. - byd section d.4.-catalog# corrected to 19912. Section g.1.-mfg site address changed to teleflex medical, po box 28, kamunting industrial estate, perak, west malaysia, 34600 my. (Con't) other remarks: the investigation report has been received from the supplier. It was determined that the hme filter was leaking due to poor welding. A CAPA has been opened previously to address this issue. As the lot number was not known, it could not be determined if the filter was manufactured prior to the corrective action.

Event description:
The customer alleges that the device did not pass the leak test on the evita ventilator. The leaking occurred where the two halves are joined. The alleged issue was detected during pre-testing.

Event description:
The customer alleges that the device did not pass the leak test on the evita ventilator. The leaking occurred where the two halves are joined. The alleged issue was detected during pre-testing.

Manufacturer narrative:
(B)(4). Explanation of reports submitted: an initial report was submitted on 11/28/2016 under MDR#3004365956-2016-00428. A follow up report (follow-up#1) was submitted on 01/03/2017 with the investigation results under MDR#3004365956-2016-00428. A second follow report (follow-up#2) was submitted on 02/22/2017 with new investigation results as the sample was returned. In addition, corrections were made as the incorrect product code was reported originally. It was discovered that the product was manufactured at a different location; thus, the MDR number was corrected to reflect the different registration number (new MDR#8040412-2017-00049). Teleflex was contacted by (B)(6) on april 29, 2020, and a new initial report was submitted on 04/30/2020 with corrected MDR#8040412-2017-00049. This report - MDR#8040412-2017-00049 follow-up#1 - is filed per FDA request from (B)(6) on 07/18/2025. Other remarks: